Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After the procedure, limb thrombosis post aaa repair was noted. Additional information was provided, the physician will not supply further information surrounding the event . However, he has confirmed that the complaint device was a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-20-56-zt).

Manufacturer narrative:
Phone # requested but not provided. Device/ catalog information requested but not provided. (B)(4). The event is currently under investigation.

Event description:
After the procedure, limb thrombosis post aaa repair was noted. Additional information was requested, but not provided at the time of this report.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), quality control, and manufacturing instructions of the device was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and results of the investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.